Event description:
In early 2001: bilateral augmentation with saline implants. Now has some prosthesis and desires to look better. In 2008: pt. Underwent bilateral capsulectomy & implant exchange. Implants removed intact.